Manufacturer narrative:
The information provided by the reporter indicated that the patient was told to partially weigh bear with support until there was bone healing, and wear an orthotic boot. Despite the indications to the patient, he went for a long unsupported walk and even climbed a set of stairs. Probably, the bone was not healed by the tenth-week post-op, which most likely lead to implant failure. The nature of the cases where the gap nails are frequently used (osteogenesis imperfecta, tibial pseudoarthrosis, or other skeletal dysplasias) increases the risk of device failure when the post-operative instructions are not followed. If weight limitations and post-operative partial weight-bearing are not considered, the risk of failure may increase.

Event description:
On (B)(6) 2021, the gap endo-exo medullary system nail gap-56-28 was implanted in the tibia of a patient with congenital tibial pseudoarthrosis. The nail was reported broken on (B)(6) 2021, 10 weeks and four days after implantation.